Event description:
During testing prior to inserting vcare device into patient, it was found that the tubing connected to the balloon was not functioning properly. The surgeon was not able to blow up the balloon on the device. A new vcare was provided and used successfully in the patient.